Manufacturer narrative:
Article citation: lavin-dapena c, arteaga jv, cervero mac, et al. 12 month results from a minimally-invasive, 45mm lumen ab interno gelatin stent in combination with a preoperative mmc from a multicenter study conducted in spain: world glaucoma congress; june 2015. The event of "patient converted to tube at 1m" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: warnings the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Reported event of one patient who experienced the post-operative complication requiring "patient converted to tube at 1 month" was noted in the article "12 month results from a minimally-invasive, 45mm lumen ab interno gelatin stent in combination with a preoperative mmc from a multicenter study conducted in spain", world glaucoma congress, june 2015. Affected eye is unknown.